Event description:
Hospitalization (due to heart surgery). Case description: this case was reported by a consumer via patient support programs and described the occurrence of hospitalization in a (B)(6) male patient who received triple salt dental adhesive cream (corega ultra cream without flavor) cream (batch number (B)(4), expiry date 02/28/2017) for dental prosthesis wearer. Concurrent medical conditions included cardiac operation. On an unknown date, the patient started corega ultra cream without flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, the patient experienced hospitalization (serious criteria hospitalization and gsk medically significant). On an unknown date, the outcome of the hospitalization was unknown. The reporter considered the hospitalization to be unrelated to corega ultra cream without flavor. Additional information included: this case reported by distributor. The patient was on corega adhesive cream due to oral prosthesis fixation. The niece's reported that patient was hospitalized (due to heart surgery) and continues to use product. She did not give more information and there was authorization to contact physician. This case was considered closed.